Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens tore in the injector. The lens was cut to remove with no patient injury and another same model lens was implanted. The reporter stated the event may have been due to a tech issue, it was not lens or injector related.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found the lens optic torn into pieces. There was evidence of reddish residue. (B)(4).